Manufacturer narrative:
See MDR 1920664-2010-00157 for the delivery device used with this intraocular lens.

Event description:
The doctor started to implant the lens and noticed haptic was bent. The incision was enlarged to remove and replace the lens, and sutures were used to close the wound.